Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set "came apart" from the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. The patient was given prophylactic antibiotics as precautionary measure. There was no report of patient injury associated with this event. No additional information is available.